Event description:
A call was received through technical services reporting that inappropriate shocks were being delivered due to oversensing. The lead was explanted. No further patient complications were reported as a result of this event. A lawsuit further alleged that the patient experienced inappropriate and/or excessive shocking and lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) distal conductor fractured; full lead returned in segments. We did receive performance data collected from the device and have analyzed the data. There was a slight increase in the lifetime sensing integrity counter to 261 but no recorded impedance shifts. Viewing episode 7 showed evidence of non-physiologic signals.